Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 50 mg/dl and treated with glucose tabs. Customer's blood glucose rose to 220 mg/dl. Customer declined troubleshooting for low blood glucose.